Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. No unexpected numbers ramping noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.

Event description:
It is reported that the patient's sensor insulin pump displayed a button error. The patient's blood glucose level was 350 mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.